Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received that reported "yes! I have the pump and getting it ready for return."

Event description:
The complainant reported that during impella cp support, the placement signal waveform and left ventricular waveform became unavailable during laser atherectomy, and a ¿placement signal not reliable¿ alarm was displayed on the automated impella controller (aic). Despite the loss of placement signal, motor current and flow remained stable, with flows of approximately 3.6 liters per minute in automatic mode, and patient hemodynamics remained stable. The physician elected to continue the procedure. The device continued to provide support throughout the procedure without further reported alarms. The device was subsequently weaned and explanted following completion of the procedure. The explant was not considered premature and was unrelated to the reported event. The patient¿s outcome at the time of explant was survived. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.